Event description:
A talent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 month ago. Vessel morphology, calcification mild, mild tortuosity and the limbs were not crossed. There was a saccular aneurysm, the aortic neck was 23 proximally and narrowed to 19 mm in diameter down about 5 cm in length. It was reported that upon follow-up, the fabric infolded upon itself from the infolding started at the stent less area up to second ring near the top of the stent graft. The physician successfully implanted two 11x4 aneurx limbs inside of the stent graft and the infolded area was smoothed out. There were good distal pulses at the end of the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (occlusion). Conclusions: (no films to review).